Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency room after receiving multiple appropriate shocks. Patient had been in an atrial arrhythmia with rapid ventricular response. Therapy was unsuccessful, but then was successful after the fourth or fifth therapy delivery. The lead was then sensing noise and additional inappropriate therapy was delivered. Patient presented for lead revision on (B)(6) 2019. Fluoroscopy was performed, but nothing was noted on the lead. Noise was reproduced along with inappropriate sensing. The lead was capped and replaced. Patient was stable post procedure.